Manufacturer narrative:
The relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2017. It was reported the pump started to beep every hour on the hour on (B)(6) 2017 and had continued since. On (B)(6) 2018 the pump started a series of six beeps about five or six times per hour starting in the morning at 10:17 am, eastern time. The patient was very concerned. The patient called the doctor and left a detailed message about the new series of beeps. The patient did not receive a return phone call. The patient was scheduled to get a medicine refill on (B)(6) 2018. The doctor will then schedule the patient for surgery for a new pump after they get a refill. The patient and the doctor knew the pump battery was going low. No symptoms were reported. No further complications were reported. Additional information was received from a consumer (con). It was reported that the patient was receiving morphine (unknown) of an unknown concentration and dose. (B)(6), the patient started to hear the two tone alarm. The patient reported not feeling good and lost weight (lost (B)(6)). The patient went to the doctor and the filled the pump. The patient stated the doctor was not able to restart the pump. The patient stated the doctor told him the battery in the pump was dead. The doctor said the pump "went into dead mode" and he was not able to restart it. The pump died due to normal battery depletion. The patient was going to meet with a surgeon to discuss getting the next pump put in. The patient stated that they would take the medication that is in the current pump and they can put it in the new pump when they implant. Otherwise the patient would have to wait until he healed before they would put medication into the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional who reported that the eri (elective replacement indicator) was reading (B)(4) 2018. The reason the pump was not replaced before it reached end of service was due to scheduling as the patient was not scheduled for a refill until (B)(6) 2018. The patient was going to get the pump refilled before it was replaced because the hospital that would do the replacement did not carry the medication needed to fill the pump at the hospital, so the medication needed to be in the old pump so that during the procedure they could transfer the medication to the new pump. This was the reason the pump was not replaced before it reached end of service. As of the date of this report, the patient had met with the surgeon that was going to be replacing the pump. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: patient code (B)(4) is not applicable for this event and is being replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-jan-2018 from a healthcare professional who reported that the patient¿s pump was scheduled for replacement and the patient was to meet with the surgeon on (B)(6)2018. The issue was considered resolved. No further complications were reported/anticipated.